Manufacturer narrative:
Consumer stated they experienced gingival issues. Complaint received from (B)(6).

Event description:
Consumer called stating that they are experiencing gingival issues from using the airfloss which has mold that has formed in inaccessible areas of the device.

Manufacturer narrative:
Product was not returned to confirm a malfunction has occurred.